Event description:
Began using philips dreamstation CPAP(continuous positive airway pressure) in (B)(6) 2016. Has suffered from worsening copd(chronic obstructive pulmonary disease) since using the CPAP machine.